Event description:
A report that a pt was explanted due to an infection at the pocket and the leads site. The physician drew fluid out of the pt's infection site and found it to be infected. The pt was prescribed keflex and levaquin, both orally and intravenously, and the pt is reportedly doing well.

Manufacturer narrative:
The explanted devices were not returned as they were kept by the medical facility.